Manufacturer narrative:
Concomitant medical products: product ID 3531, serial# (B)(4), product type: external neurostimulator. Product ID 357625, product type: screening device. Product ID neu_perc_extension, product type: extension. (B)(4). No device analysis was performed; the device met risk-based analysis criteria.

Event description:
The manufacturer representative reported that the trial patient had an infection on (B)(6) 2015 and the trial system was explanted. There was no patient death and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.